Event description:
It was reported via phone call that the customer passed away at home on (B)(6) 2021. The cause of death was unexpected. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. No further information was given. The insulin pump was returned for analysis. The case is reported on basis of failure analysis.

Manufacturer narrative:
(B)(4). S.w version 4.11e. Retainer ring = clear. The customer passed away on (B)(6) 2021. Also, on (B)(4), svn#: (B)(4) - customer returned pump for an alleged battery cap cracked/damaged and blank display found on (B)(6) 2021. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.8725 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 08/07/2021 to 11/22/2021. The power data lists data from 10/29/2021 to 11/22/2021. Unable to verify power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm for the event date of (B)(6) 2021. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date 13-oct-2021 listed on smartsolve and the days prior to the event date. A cracked retainer was confirmed. Unable to confirm battery cap damage due to pump received without the original battery cap. Blank display was not confirmed. The pump passed all the required testing.